Event description:
Patient admitted for cardiac cath procedure. When surgeon attempted to deploy closure device, one of the device needles sprang out through the catheter wall and stuck the surgeon. In attempting to remove the device the artery was damaged and required surgical repair.